Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with its pusher assembly and the coil windings were offset. Conclusions: evaluation of the returned device revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated in the hub prior to advancement, damage such as this may occur. The offset coil windings likely prevented the smart coil from advancing during functional analysis and during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ophthalmic artery using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil out of its introducer sheath and into the microcatheter, the physician mentioned experiencing resistance and was unable to advance the coil out of its introducer sheath. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using a new smart coil. It was also reported that the smart coil would not advance out of its introducer sheath while on the back table. There was no report of an adverse effect to the patient.